Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced high blood glucose of 26.9 mmol/l, even after infusion set change. Troubleshooting found that insulin pump was working fine. Customer is awaiting tubing clamp in order to complete troubleshooting. No further information provided..